Manufacturer narrative:
(B)(4). This lot was manufactured on june 22, 2014 to june 24, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection identified that the fill port cap was untightened. A functional leak test was performed and no issues were observed. The reported issue was not verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This was observed before patient use. There was no patient involvement. The device had been filled with fluorouracil and sodium chloride solution. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation has begun. Upon completion or if additional relevant information becomes available, a supplemental report will be submitted.